Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Device code label:1738. A 10 french, 6 inch sheath assembly (consisting of the sheath and attached white hemostasis valve) was returned for evaluation. On visual examination the sheath assembly was found to be completely in place over the folded balloon membrane. The sheath tubing was noted to be severely ribbed. The inner lumen within the catheter tubing near the metal sleeve was noted to be elongated and kinked. The membrane at fthe proximal taper was ovbserved to be severely stretched. The sheath i.d. And catheter o.d. Were measured and found to be iwthin co's manufacturing speceification. After the sheath was removed form the folded membrane, it was possible to pass a folded laboratory stat dl 9.5 fr. 34cc iab (with a vacuum drawn and maintained on the device) through the entire sheath/hemostasis assembly. Other then bieng severely kinked, no manufacturing defect was found in the returned sheath. The sheath is made of a soft material so as to not injur the pt's artery during the insertion procedure. The general, difficulty advancing the sheath into the pt or the iab into the sheath be attributed to one or more ot the following: 1. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. 2. The pt may have had a severe vessel tortuosity resulting in poor sheath insertion.

Event description:
When the iab was insweted into the sheath, the sheath "scrinched up" and there was resistance when trying to insert the iab into the hemostasis valve.